Event description:
During a device replacement procedure due to normal eri, a high defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Device history records were not available for review.